Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter folding up on its own and stuck together at the point where the foley was placed in and the user had to rip it apart. It almost looked like there might be a hole inside. The event happened in the morning on a coude catheter kit and also for 2 regular temperature sensing kits.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter folding up on its own and stuck together at the point where the foley was placed in and the user had to rip it apart. It almost looked like there might be a hole inside. The event happened in the morning on a coude catheter kit and also for 2 regular temperature sensing kits.